Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that one of their quik-combo adult pacing/defibrillation/ECG electrodes had a loose wire. One of the wires was not properly connected to its adhesive electrode patch. They had attached the electrode to a patient but no connection was recognized. They then removed the electrode and used a second pair of electrodes to continue the treatment. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the returned quik-combo adult pacing/defibrillation/ECG electrodes and observed that the wires were completely pulled out of the electrode pads when they were received at physio-control. Tests showed that the wires were most likely pulled with a force exceeding 25 lbs/inch. New electrodes were provided to the custom ER under warranty. A conclusive cause of the reported issue could not be determined.